Event description:
A periodic review of the database yielded an adverse event report in which surgiwrap was mentioned in conjunction with another product, coseal, with a reported patient death in 2005. This is the first time biosurgery became aware of this incident. Coseal was reported to have been used in combination with surgiwrap. Coseal is a fibrin sealant and has no IFU as an adhesion barrier or as an agent used to prevent soft tissue attachment formation. Potentially, the use of coseal is an unapproved application could have caused granuloma formation as reported.

Manufacturer narrative:
Since there is no product available for evaluation, no information available about the initial reporter, the investigation of this complaint is very limited. Based on the information provided on the online adverse event report, we could not deem surgiwrap to be either the causative agent or a contributing factor in this patient's death based on the following: patient had a history of chronic adhesions, patient has had multiple surgical procedures, product was placed during a surgical procedure in 2004, the event was reported in 2005, lack of clinical information as to product number, any information that specifically identifies the exact anatomical location of surgiwrap placement versus the location and placement of the secondary product, coseal.